Event description:
The hcp reported that, the patient's pump was replaced 2 days ago. The patient is now complaining of itching and tightness in her throat. The hcp is requesting a mdt rep to come to the hospital with a programmer so that, the hcp can decrease the pump dose. The hcp at the hospital does not know the current dosing or drug concentration. No patient outcome was reported. Add'l info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if add'l info is received.